Event description:
It was reported that there was iodine leakage at the connection of an unspecified quantity of transfer sets and minicap; further described as "povidone is gradually embedded in the area connecting the t-set to the minicap." This was observed during use of the devices for peritoneal dialysis (pd) therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.